Manufacturer narrative:
The insulin pump alarmed failed batt test after battery insertion due to faulty battery tube. Analysis was unable to test for battery out limit alarm, motor error alarm, weak batt alarm and low batt alarm due to failed batt test alarm. The motor passed motor test. The insulin pump had a scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and motor error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.